Event description:
The needle did not shield resulting in a needle stick injury to the nurse.

Manufacturer narrative:
Although the sample was to be returned for analysis, we did not receive the device. Additional information was requested from the reporter and none has been received. Results: without a lot number, we are unable to review the device history record or material review report for any irregularities that may have been found during the manufacture of the product. Conclusions: the sample was not returned for analysis; therefore, we are unable to determine the root cause for the problem encountered. The suggestions for use state: if shield has not locked over needle tip, grasp textured end of shield activator with needle tip pointed down. Gently push downward until needle is covered. Keep needle point away from body and fingers at all times. (B)(4)